Event description:
The complainant is a nurse. She indicated that she removed the end cap from the minilet and did not notice that the needle was still in glucolet. She indicates that she "hurt" herself with the used lancet. The hosp is unsure which lot number of product was used and no other info is available.